Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, the visual inspection revealed proximal conductor distortion, the outer insulation was kinked/buckled and pulled apart.

Event description:
It was reported during the implant procedure that the physician reported the lead would not go through the sealing adaptor and he noted a "break" in the lead tip coil. A new lead was used. The lead was not implanted. No patient complications have been reported as a result of this event.